Manufacturer narrative:
The returned valve was patent. It also met the requirements for reflux, pressure-flow, preimplantation, and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ approximately 23.5 cm of the ventricular catheter was returned. Approximately 100.5 cm of the peritoneal catheter was returned. Both catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient underwent surgery due to skull defects with hydrocephalus after cerebral hemorrhage. According to the report, there was blood inside the valve and it was found to be occluded intraoperatively. It was reported the doctor used a new device to complete the surgery. Reportedly, there was no injury to the patient and the patient is okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.